Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker determined outer case damage was the cause of the reported issue. The outer case was replaced. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had damaged battery pins. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.